Manufacturer narrative:
Concomitant medical devices: ddbb1d1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a possible inappropriate shock for atrial fibrillation (af) with rapid ventricular response (rvr) which was detected as ventricular fibrillation (vf). In addition, it was noted that atrial undersensing was observed. The implantable cardioverter defibrillator (ICD) and right atrial (ra) lead remain in use. No further patient complications have been reported as a result of this event.